Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer stated they never received an alarm from their insulin pump indicating that their blood glucose was high. The customer was treated for the high blood glucose with 25 units of insulin. A replacement insulin pump was shipped to the customer.